Event description:
The ge oec 9900 fluoroscopy system would reboot during use and also, the vertical lift column would not function properly.

Manufacturer narrative:
A ge oec service representative investigated the issue, removed and replaced the x-ray tube, ps3 power supply and fluoro functions pcb. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.